Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Log file review shows all laser system functions were within specifications for the respective treatment but the lost tracking is visible in the logfiles. At the visit on site, the field service engineer performed test treatments using the settings used during surgery. However, he could not reproduce the error. He also attended the surgeries and no eye tracker issues reported after five successful cases. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Most likely contributing factor might be unintended movement of the patient. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that one second into the left eye treatment the system couldn't detect the pupil. The pupil was 1.5 millimeters and the patient was noted to have a dark iris. The customer called a company representative to assist with continuing treatment. The company representative suggested the patient squeeze their hands together and take deep breaths to see if the pupil will expand. After this did not work, the customer dilated the patient even after being told not to dilate the patient. The laser still did not track the eye. The customer adjusted the lights and infrared and the pupil size was noted at 4.5 millimeters. The flap was lifted and replaced multiple times but the treatment was unable to be completed. The treatment was aborted and will be rescheduled. The surgeon noted a concern of edema due to placing the speculum in and out of the eye multiple times and lifting the flap multiple times. Additional information requested.